Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting into their right side of their tongue. They have filed down the aligner, but it is still very painful and causes discomfort. They are not able to wear them all day as they continue to cut into the side of their tongue. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.